Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). Prior to the commencement of the procedure, mild blurring was evident on transesophageal echocardiogram (tee). Intraoperatively 5,000 units of heparin were administered. An attempt was made to implant a 24mm watchman closure device, but the deployed device compression ratio fell below ten percent. The 24mm closure device was recaptured and removed and a 27mm watchman flx closure device was implanted. Following implantation, a thrombus was identified attached to the threaded insert of the closure device. Anticoagulation medication was resumed, and the patient will undergo a follow-up tee prior to discharge to assess the state of the thrombus.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). Prior to the commencement of the procedure, mild blurring was evident on transesophageal echocardiogram (tee). Intraoperatively 5,000 units of heparin were administered. An attempt was made to implant a 24mm watchman closure device, but the deployed device compression ratio fell below ten percent. The 24mm closure device was recaptured and removed and a 27mm watchman flx closure device was implanted. Following implantation, a thrombus was identified attached to the threaded insert of the closure device. Anticoagulation medication was resumed, and the patient will undergo a follow-up tee prior to discharge to assess the state of the thrombus. It was further reported that follow-up tee performed one (1) day post index procedure found no presence of the thrombus. The patient fully recovered and was discharged two (2) days post index procedure.